Event description:
Falsely elevated troponin result obtained on the dimension rxl was 1.11 ng/ml. Testing of the same sample on an alternate analyzer was 0.00 ng/ml. Additional repeat testing of the sample on the alternate analyzer was also zero. The original high result was reported. However, a corrected report was sent shortly thereafter when the results on the alternate analyzer were available. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely elevated troponin result. Analysis of instrument performance resulted in replacement of hm wash tubing, probes and pump cassette. In addition, the hm pump panel syringe and solenoid valve was replaced.